Event description:
It was reported that during a follow up low, out of range, high voltage lead impedance was noted. The trend had been in normal range over the life of the device and lead. The lead was explanted and replaced.